Manufacturer narrative:
(B)(4). Insulin pump p cap reservoir locked properly in place. Unit received with cracked case and cracked battery tube threads. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.